Event description:
It was reported that the patient became unresponsive while with his parents. Next, CPR was performed, and the patient was seen by the physician. Device interrogation found no treated episodes were stored. There was one untreated episode stored which had low amplitudes, a wandering baseline, and poor sensing in the primary sensing vector. Technical services suspects the untreated episode is due to the CPR. The doctor is asking why the device did not provide therapy. Technical services discussed that the patient heart rate may have been below the detection zone rate but suggested further testing to check the system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient became unresponsive while with his parents. Next, CPR was performed, and the patient was seen by the physician. Device interrogation found no treated episodes were stored. There was one untreated episode stored which had low amplitudes, a wandering baseline, and poor sensing in the primary sensing vector. Technical services suspects the untreated episode is due to the CPR. The doctor is asking why the device did not provide therapy. Technical services discussed that the patient heart rate may have been below the detection zone rate but suggested further testing to check the system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient became unresponsive while with his parents. Next, CPR was performed, and the patient was seen by the physician. Device interrogation found no treated episodes were stored. There was one untreated episode stored which had low amplitudes, a wandering baseline, and poor sensing in the primary sensing vector. Technical services suspects the untreated episode is due to the CPR. The doctor is asking why the device did not provide therapy. Technical services discussed that the patient heart rate may have been below the detection zone rate but suggested further testing to check the system. There were no additional adverse patient effects. The system remains implanted.